Manufacturer narrative:
The device was returned for analysis. Visual and microscope inspection revealed catheter windup began 14.5cm from lap joint section. Microscope inspection also revealed the guidewire exit port and tip were damage. Functional inspection was performed, and a test guidewire was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. It is possible that operational factors, such as user handling during procedure could generate a constriction over the catheter increasing the friction between the guidewire with the exit port may result in the damage observed. Imaging core windup is related to the torsion forces that caused the windup. An imaging core windup is caused by the action of twisting forces over the cable that encloses the cable and the rotation from the mdu to the transducer. All compiled information on this investigation determines that the most probable cause is: adverse event related to procedure.

Event description:
It was reported that a catheter issue occurred. The 56% stenosed target lesion was located in the moderately tortuous and mildly calcified arm vessel. An opticross imaging cathter was advanced for ultrasound examination of the target lesion. During the advancement the catheter kept getting stuck and when they tried to retract it to get an image the catheter spun on itself and got twisted. The device was removed from the patient and the procedure was completed successfully using another of the same device. There were no patient complications.

Event description:
It was reported that a catheter issue occurred. The 56% stenosed target lesion was located in the moderately tortuous and mildly calcified arm vessel. An opticross imaging cathter was advanced for ultrasound examination of the target lesion. During the advancement the catheter kept getting stuck and when they tried to retract it to get an image the catheter spun on itself and got twisted. The device was removed from the patient and the procedure was completed successfully using another of the same device. There were no patient complications.